Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose was 400 mg/dl at the time of incident. The customer did not experience any symptoms such as a result of high blood glucose. Customer also reported getting no delivery alarm with manual prime. Customer stated changing the reservoir resolved the issue. The insulin pump will not be returned for analysis. See notes under (B)(4).